Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 7mm x 4cm 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured before reaching its nominal pressure during the pre-dilation inflation of an iliac artery lesion. As a result, an unknown balloon catheter was used as a replacement to continue the procedure. Unknown stents were then implanted, and the procedure was completed. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: the balloon of a 7mm x4cm 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter (bc) ruptured before reaching its nominal pressure during the pre-dilation inflation of an iliac artery lesion. As a result, an unknown balloon catheter was used as a replacement to continue the procedure. Unknown stents were then implanted, and the procedure was completed. There was no reported injury to the patient. The product was returned for analysis. A non-sterile powerflex pro 7mm x 4cm 80cm bc was received coiled inside of a clear plastic bag. Per visual analysis the balloon was received uninflated, and a burst condition was visible. Functional test was not performed due to the condition of the balloon. Per sem analysis scratch marks were observed adjacent to the rupture borders of the balloon. The scratch marks observed could be related to exposure of the balloon surface to external material sharp edges. A product history record (phr) review of lot 82255787 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the event as evidenced by scratch marks noted on the outer surface during sem analysis. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82255787 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.